Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had high, out of range impedance prior to a possible MRI. The right side had c/0 high, the left side had c/3, 0/3, and 1/3 high. C 0: right: 2159; left: 1261 c 1: right: 1156; left: 1254 c 2: right: 1091; left: 1178 c 3: right: 1784; left: 3325 0 1: right: 2219; left: 2154 0 2: right: 2688; left: 2111 0 3: right: 3521; left: 5175 1 2: right: 1494; left: 1947 1 3: right: 2226; left: 4936 2 3: right: 1779; left: 1199 right ins: 1+ 2-, 3.6 v. Left ins: c+ 2-, 3.8 v. The therapy was not being affected by the impedances. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and healthcare provider (hcp) indicating the MRI was not related to their dbs. Based on high impedance, technical services did not recommend going through with the MRI. The cause was not determined.